Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 503 mg/dl. The customer¿s current blood glucose level was 111 mg/dl. Customer¿s other blood glucose level was 300 mg/dl something then after over 600 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as thirsty, frequent urination and dizzy. Customer was treated with intravenous drip, emergency room and insulin pump. Customer did allege insulin pump was under delivering. Customer was advised to call once received to run high pressure test. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.